Event description:
(B)(6) old male complaining of right ankle lump, pain and significant throbbing when he is working. Patient underwent orif on (B)(6) 2010 for a comminuted fracture. (B)(4), lateral view x-ray for evaluation of ankle indicated a broken screw. The patient underwent removal of broken screw, internal fixation syndesmosis and evaluation of ankle under anesthesia for instability.